Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A coolsculpting provider reported that a patient received coolsculpting treatment to the submental area (chin) on (B)(6) 2023 and (B)(6) 2023 using the coolmini applicator and presented with possible with paradoxical hyperplasia (ph).

Event description:
The information was evaluated and there is a change in reportability. Supplemental MDR needs to be opened since it is a duplicate complaint. This case was confirmed as a duplicate of (B)(6) {3007215625-2024-00621].

Manufacturer narrative:
Correction: b5, h6, h10, and h11. The information was evaluated and there is a change in reportability. Supplemental MDR needs to be opened since it is a duplicate complaint. This case was confirmed as a duplicate of [3007215625-2024-00621].